Event description:
The customer reported that the op check test failed. When the defibrillation charge test was run, the device failed with a shock equipment malfunction.

Manufacturer narrative:
(B)(4). The customer reported that the op check test failed. When the defibrillation charge test was run, the device failed with a shock equipment malfunction. This complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.